Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by the american journal of sports medicine titled ¿a radiostereometric analysis of tendon migration after arthroscopic and mini-open biceps tenodesis: interference screw versus single suture anchor fixation¿. The study reviewed fifty-eight (58) patients who underwent shoulder procedures using arthrex fibertak devices. Two (2) patients were documented to have had bicep tendon lesions resulting both patients have a reoperation during the twenty-eight (28) month follow-up period. Ref: forsythe, b., et al. (2023). "A radiostereometric analysis of tendon migration after arthroscopic and mini-open biceps tenodesis: interference screw versus single suture anchor fixation." Am j sports med 51(11): 2869-2880.